Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the surgery of removing the expedium si polyaxial screw which was used for pyogenic spondylitis was performed. The fixed area was l2, l3 ¿ s1. On (B)(6) 2011, the fixation was performed by using the screw in question. Since the screw in question was broken, the removal surgery was performed on (B)(6) 2017. The surgery was completed with no delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned device, at the macroscopic level, revealed that the device fractured at the transition zone between the shank sphere and the shank body. Device was then sent for fracture analysis. The fracture analysis report exhibits two surface morphologies, a smooth region and a rough region with progression lines that are indicative of fatigue failure. No material defects or other abnormalities were observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw fracturing cannot be positively determined. However, the fracture analysis report erxhibits two surface morphologies, a smooth region and a rough region with progression lines that are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.